Event description:
Revision surgery - due to the patient stating that his foot turned outward. The surgeon determined that the rotation could be corrected and the patient was scheduled for a revision surgery.

Manufacturer narrative:
The reason for this revision surgery was to remedy a malpositioned foot after 6 months, 15 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.